Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, the patient was admitted to our hospital¿s ent ward for a ¿maxillary cyst.¿ on (B)(6) 2026, at 11:00 a.m., the patient underwent ¿left maxillary cyst surgery¿ in the operating room, which required establishing intravenous access prior to the procedure. After a surgical nurse used a closed-system intravenous catheter to perform the catheterization, the needle core punctured the tubing as it was being withdrawn. It was later discovered that the needle core had burrs, resulting in the failure of catheter placement. The nurse re-performed the puncture using a closed-system intravenous catheter of the same specification and batch, and no further abnormalities occurred. Subsequently, the nurse contacted the procurement center, which in turn notified the supplier of the closed-system intravenous catheters regarding this adverse event and the follow-up measures taken. This incident resulted in a second puncture for the patient, which could easily lead to a conflict between the medical staff and the patient.